Manufacturer narrative:
The results of the eval performed suggest that this event was not verified.

Event description:
The cup inserter would not disengage from the implanted acetabular shell. A universal adaptor was used to successfully disengage the components. There was no adverse consequence for the pt.